Event description:
Reportable based on device analysis completed on 19-oct-2022. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending. After a 7f guide catheter was inserted, pre-dilation was performed with a 2.00 x 12 balloon catheter. A 3.50 x 48 synergy drug eluting stent was advanced but failed to cross the lesion. The lesion was pre-dilated again with a 2.50 x 12mm balloon but the stent still did not cross due to the vessel tortuosity. The device was removed intact, and the procedure was completed with a different device. No patient complications were reported, and the patient was stable and doing well. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Initial reporter address 1: (B)(6). A synergy ous mr 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 20.5cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.